Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (upper thigh) while wearing the device longer than 48 hours. The patient reported that the site was painful from the moment that the pod was inserted and until it was removed 3 days later. They stated that the site was also itching. Upon pod removal, the patient noticed that the insertion site was red and swollen. Even after the pod removal, the site still had a ¿hard pimple¿. No information was provided regarding how the site was prepared. The patient was treated with antibiotics. The patient was able to successfully resume treatment.